Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Patient was implanted with prodisc-c on (B)(6) 2011. Patient was returned to operating room on (B)(6) 2012 for removal of hardware. Patient developed kyphosis and is complaining of neck pain. Surgeon was concerned with the loading facets. Surgeon removed all hardware and revised patient to a fusion.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device manufacture date 08/05/2010. The DHR for the material lot # 5548567, part # 41041 was reviewed. Raw material receiving sheets were reviewed for correct type, size, grade, shade, jde#, lot#, and heat #. No discrepancies were found. Review of inspection sheet (B)(4) shows that the material conformed to all dimensional, chemical content analysis, and recertification specifications. Review of lot# 5548567 shows the raw material was processed within specification. The DHR for the material lot # 5735287, part # 41041 was reviewed. Raw material receiving sheets were reviewed for correct type, size, grade, shade, jde#, lot#, and heat #. Review of inspection sheet (B)(4) shows that the material conformed to chemical content analysis and recertification specifications. (B)(4) (item #1) was generated for the raw material diameter (B)(4) being undersize from 24.93 to 24.99. The condition was dispositioned use-as-is because the largest part made from this material will fit within the diameter of the material. This condition is not relevant to the complaint. An order deviation referral form was generated by carpenter technology during the recertification process. The test samples provided were of a different length than specified. This condition was approved because it had no effect on finished product. This condition is not relevant to the complaint condition. The DHR for the material lot # 5759820, part # 41042 was reviewed. Raw material receiving sheets were reviewed for correct type, size, grade, shade, jde#, lot#, and heat #. No discrepancies were found. Review of inspection sheet (B)(4) shows that the material conformed to all dimensional, chemical content analysis, and recertification specifications. Review of lot# 5759820 shows the raw material was processed within specification. Lot # 6343418 ((B)(4)), the following documents were reviewed: inspection sheets and DHR release check list. Inspection sheet # (B)(4) shows that all parts passed all visual inspection criteria for final component inspection. The DHR release check list does not show any non-conformity. Review of lot# 6343418 shows that the parts were processed within specification. Lot # 6343757 (superior plate (B)(4)), the following documents were reviewed: inspection sheets and DHR release check list. Inspection sheet # (B)(4) showed that all parts passed dimensional inspection requirements and visual criteria. Inspection sheet # (B)(4) showed all parts passed inspection requirements for laser etch. Supplier "aps" initiated an "incoming defect report" (idr), reference (B)(4), for visual non-conformances on one part prior to coating. Parts were processed normally and evaluated at incoming inspection. The aps idr is not relevant to the complaint condition. Inspection sheet # (B)(4) showed all parts passed inspection requirements for the plasma coating. At operation 75 one part was scrapped for a laser etch nonconformance. This is not relevant to the complaint because it is cosmetic and not functional to the device. Inspection sheet # (B)(4) showed all parts passed inspection requirements for the final component inspection. The DHR release check lists did not show any non-conformity. Review of lot # 6343757 showed that the parts were processed within specification. Lot # 6326250 (superior plate (B)(4)), the following documents were reviewed: inspection sheets and DHR release check list. Inspection sheet # (B)(4) shows that all parts passed dimensional requirements and visual criteria after machining. Inspection sheet # (B)(4) shows that all parts passed dimensional requirements and visual criteria after laser etch. Inspection sheet # (B)(4) had (B)(4) generated for scratches in the articulating surface on eight of the thirty parts. The parts were scrapped, removed from the system and returned to the supplier. This condition is not relevant to the complaint because that was a cosmetic condition and not functional to the product. Inspection sheet # (B)(4) shows that all parts passed all visual inspection criteria for final component inspection. The DHR release check list does not show any non-conformity. Review of lot# 6326250 shows that the parts were processed within specification. A rework order was issued for five pieces on lot # 6326250 because an oil hose on machine b427 became loose and sprayed the trays which contained the prodisc-c components. The trays are fully lidded and the product was not contaminated. The rework consisted of transferring product to clean trays and then 100% visual inspection was performed for oil residue. The rework passed inspection. This condition is not related to the complaint because it was a handling issue and was not functional to the device. Lot # 6343747 (inferior plate (B)(4)), the following documents were reviewed: inspection sheets and DHR release check list. Inspection sheet # (B)(4) showed that all parts passed dimensional inspection requirements and visual criteria. Inspection sheet # (B)(4)showed all parts passed inspection requirements for laser etch. Supplier "aps" initiated an "incoming defect report" (idr), reference (B)(4) for visual non-conformances on four parts prior to coating. Parts were processed normally and evaluated at incoming inspection. The aps idr is not relevant to the complaint condition. Inspection sheet # (B)(4) showed all parts passed inspection requirements for the plasma coating. Inspection sheet # (B)(4) showed all parts passed inspection requirements for the final component inspection. The DHR release check lists did not show any non-conformity. Review of lot # 6343747 showed that the parts were processed within specification. Lot # 6424615 (assembly (B)(4)), the following documents were reviewed: DHR release check lists, packing process sheet, and packaging label log. Review of the process sheet # (B)(4) shows that the sealing settings were within specification. (B)(4) was generated for seal quality on eighteen pieces which were reworked and re-verified to meet specification. This is not relevant to the complaint condition because it is not related to the function of the device. The DHR release check lists do not show any non-conformity. Review of lot# 6424615 shows that the parts were processed within specification. On (B)(4) 2011 a re-pack and labeling router was generated for ten pieces to update the shelf life to (B)(4) 2014. This is not relevant to the complaint condition because it is not related to the function of the device. Screening notices were generated on (B)(4) 2012 for 1 piece and (B)(4) 2012 for 1 piece where the shelf life expired. The parts were scrapped and removed from the system. This condition is not relevant to the complaint because it is not related to the function of the device

Manufacturer narrative:
Visual inspection of the superior endplate noted the plasma coating has some burnishing from osteotomes used for removal. There is bony ongrowth on the left anterior quarter of the superior surface. There are some marks on the anterior edge from instrumentation used during removal. There are also marks on the anterior portion of the inferior surface from instrumentation used during removal. There is a burnish mark on the anterior left corner from impingement contact with the inferior endplate. The articular surface looks typical with the exception of some damage on the anterior edge of the articulating surface from instrumentation and one very faint scratch on the posterior portion at midline. This is also likely due to the removal procedure. Visual inspection of the inferior endplate noted the inferior plasma coated surface shows little to no signs of bony ongrowth and the anterior edge has some marks from surgical instrumentation used to remove the device. The superior surface shows virtually no damage other than the right anterior corner has some damage from instrumentation used to remove the device. Also there is a small burnished area on the anterior edge of the anterior left corner that matches the impingement contact seen on the superior endplate. Visual inspections of the poly inlay noted the anterior and right lateral portion of the inlay are severely damaged from removal during the explant surgery. The articular surface looks typical with the exception of one large gouge and one scratch on the anterior portion almost directly down midline; both from instrumentation used to remove the inlay from the inferior endplate. The complaint states that the patient developed kyphosis post implantation. Without knowing more about the patient or the implantation surgery, it is difficult to know what exactly caused this. Patient selection and/or surgical technique may have been a factor. If the patient's cervical spine showed signs of instability, and the implant was placed too far posterior, then it could have been possible for the patient's cervical spine to by bias toward a kyphotic angle. If the implant was incorrectly sized (more specifically undersized) to the patient's endplates, then it would have been more likely for this to occur. An extensive list of patient contra-indications and exclusion criteria are listed in the technique guide and are taught in the mandatory surgeon training. Proper implant sizing and placement is also extensively covered in both the technique guide and in surgeon training. Updating the design, technique guide, or risk analysis is not warranted at this time. Investigation is on-going.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was evaluated by hospital for special surgery (hss). Upon review it was noted that there is no evidence of failure or mal-function that warrants further actions and no new risks can be identified that are not already covered in the prodisc-c implant risk analysis revision f. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There are damages seen on the anterior portion and the coating of the endplates and the pe inlay consistent with surgical removal. A review of the device history record has been requested. Corrected brand name from prodisc-c to prodisc-c implant medium deep 6mm-sterile. Corrected manufacturer name from synthes USA to synthes (B)(4).

Manufacturer narrative:
Hospital for special surgery (hss) evaluated the device, the findings for which were provided in follow-up number one of this report. The evaluation was reviewed by synthes product development. No new risks, user needs, or updates to the product development evaluation for this report have been identified as a result of the condition of the device. As such no further action is required.